Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively prior to the surgeon taking control but with the patient in the room, the arm threw a non-reco verable error. It was resolved with a reboot. There was no patient injury.

Event description:
It was reported that, pre-operatively prior to the surgeon taking control but with the patient in the room, the arm cart assembly threw a non-recoverable error. It was resolved with a reboot. There was no patient injury.

Manufacturer narrative:
H2) correction: d1, d10 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the logs were analyzed. Evaluation of the logs indicated that the arm cart assembly experienced an error code for 'robotic arm joint 5 redundancy check failure'. This is a non-recoverable error that prevents tele-operation with the arm cart. Evaluation of the arm cart assembly confirmed the reported condition. The investigation identified that the most likely cause could be traced to a z-slide robotic arm joint 5 redundancy check failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.